Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their e601 analyzer. The patient's sample was collected in the emergency room and delivered immediately to the laboratory. The customer stated the patient's sample was clear and no interferences were noted. The patient's sample initially produced a data alarm. The e601 auto- repeated the sample and auto-verified the repeat result of 53.93 miu/ml. The result of 53.93 miu/ml was reported to the physician. The sample was repeated on the customer's elecsys 2010 analyzer and the result was 38312 miu/ml. This result was considered correct and issued as a corrected report. The sample was repeated and the result was 10000 miu/ml accompanied by a data flag. The sample was diluted and the repeat result was 38298 miu/ml. There were no adverse events for the patient. The hcgb reagent lot number was (B)(4) and the expiration date was 06/30/2014. The customer declined a service visit.

Manufacturer narrative:
The investigation could not determine a specific root cause. Neither calibration nor qc details provided by customer. The reagent integrity cannot be assessed. The data alarm suggests inappropriately prepared patient sample. Due to the lack of provided data and the fact that the customer refused a service visit, a more detailed investigation was not possible.